Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found no cosmetic damages. Review of black box data did not show any unusual voltage fluctuation or warnings related to the reported temperature issue. On investigation, the pump powered up and functioned properly. A rewind/load/prime sequence was executed without incidences. Force sensor calibration reading was within specifications. Removal of pump casing did not find any loose components or evidence of moisture contamination. The reported overheating issue was not verified in the black box or duplicated during the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an issue with the pump temperature. The reporter stated that the pump was undamaged and there was no evidence of moisture corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.